Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned. However, performance data was collected from the device and analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The analyst commented there were no anomalies found on the save to disk and elective replacement indicator (eri) had not been triggered. It was noted the battery voltage was 2.92 volts. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. The patient is pacing dependent, therefore replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.